Event description:
A remstar plus c-flex was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with the device. During the evaluation, the service center performed a visual inspection and found that the device was not functional due to a control dial issue. The power cord was not returned, and the unit did not include a humidifier or modem. The software version was confirmed as v1.24, and no error codes were present. Visible foam particles were found inside the blower kit, indicating foam degradation, and dust contamination was also noted. The complaint was confirmed, and the device did not meet criteria for repair or redistribution. The device was scrapped.